Manufacturer narrative:
Insulin pump received with cracked display window, cracked display window corner, brocken reservoir tube lip and cracked reservoir tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a crack on the right site corner of the screen. Customer is not aware of how the damage occurred. Blood glucose value is 9.2 mmol/l. Nothing further reported.